Manufacturer narrative:
Other text : device internal memory has been reviewed but further investigation is required.

Event description:
It has been reported that the AED is not functioning properly.

Manufacturer narrative:
(B)(4).